Event description:
Caller states the patient tested 3.9 inr on the coaguchek xs plus system while a comparison lab returned as 2.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.